Event description:
Customer called for assistance with an unable to update timing alarm, balloon keeps alarming and unable to update timing. Issue happened during use. No harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Correction section: h11. Upon further review it was determined that the reported event was not a malfunction of the device and therefore the event is a non-reportable to the FDA. Please cancel in your database. ¿unable to update timing¿ alarm is not indicative of a malfunction of the pump or balloon and is a low priority alarm that indicates operator awareness is required to resolve one of the potential following causes affecting the pump¿s ability to time inflation/deflation, such as poor quality of the ECG or arterial pressure waveforms, the patient¿s heart rate is too fast (greater than 150bpm) or too slow (less than 130bpm), or there is poor diastolic augmentation due to the patient¿s poor hemodynamic status. Pumping is not affected by the alarm, as the pump applies conservative timing rules, and increases frequency of attempts to update timing. The alarm will resolve upon completion of successful timing update. The recommended action is for the user to check integrity of pressure inputs and ECG cable/lead connections, and then switch the operation mode from auto to semi auto if needed, where the user is able to manually select the trigger and lead source and set initial timing and make adjustments.